Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was unknown if the infection was resolved. The catheter will be returned for disposal only.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was received.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse the pump was delivering morphine (30.0 mg/ml) 5.998 mg/day, clonidine (600.0 mcg/ml) 119.96 mcg/day and bupivicaine (23.0 mg/ml) 4.598 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the pump and catheter were explanted on (B)(6) 2019 due to an infection. It was unknown if the issue was resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.